Event description:
Reportable based on analysis completed on 12/03/2009. It was reported that during a coronary artery drug eluting stenting treatment procedure, crossing difficulties were encountered. The target lesion was located in the tortuous and highly calcified obtuse marginal artery (om). The physician could not cross the lesion with a 3.5x32mm taxus liberte stent. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt condition listed as stable. However, device analysis revealed stent damage.

Manufacturer narrative:
A visual and microscopic examination identified middle stent damage. Stent strut rows 10 to 13 from the proximal end of the stent were stretched. The proximal edge of the stent was partially positioned over the proximal markerband due to the stretched struts. Hypotube kinks were present throughout the entire length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. Solidified blood was present within the inflation lumen, indicating that the device was used in vivo. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The mfg batch record review confirmed that the device met all material, assembly and performance specs. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).